Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board was replaced to resolve the reported issue.

Event description:
The hospital reported that the system failed the morning check. There was no report of patient involvement.